Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the case information and related record review, a cause for the malformed or twisted stent deployment could not be determined. The reported patient effect of stent thrombosis is listed in the supera instructions for use (IFU) as a known potential adverse effect of peripheral percutaneous intervention. The subsequent patient effects appear to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The armada 35 device is being filed under a separate medwatch manufacturer report reference number. The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified mid left superficial femoral artery (sfa). The vessel diameter was 4 mm. A 4x40 mm armada 35 pta balloon catheter failed to inflate and leaking was noted at the hub. Reportedly, pre-dilatation was performed with a 4x40 mm armada 35 to 4.5mm with no waist or narrowing noted. A 4x80 mm supera stent did not deploy correctly 2 cm from the proximal end, twisted. The supera stent was deployed to nominal except for tight narrowing. Reportedly, there was no resistance noted with the thumbslide during deployment of the supera stent. Several attempts to post dilate the stent with a 2.5x40 mm armada 18, then a 4x40 mm armada 18, then a 5x20 mm armada 18 and finally, a 4.5x15 mm nc trek balloon dilatation catheter resolved the issue. However, the final run showed that the sfa had thrombosed. There was no reported clinically significant delay in the procedure. The patient was treated overnight with thrombolysis and discharged from the hospital. No additional information was provided.